Event description:
The tip of the guide wire was found to be broken when the guide wire was removed from the package. No additional information was available. This is being filed based on the returned product evaluation that revealed a separated guide wire.